Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient developed redness and an infection under the sensor patch. On (B)(6) 2025, the patient consulted a physician who prescribed an unspecified oral antibiotic medication. At the time of the report, the reaction subsided after treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4). B3 date of event: correction. B5 describe event or problem: correction to the following statement in the initial MDR, "on (B)(6) 2025, the patient developed redness and an infection under the sensor patch. On (B)(6) 2025, the patient consulted a physician who prescribed an unspecified oral antibiotic medication." H2 correction.

Event description:
On (B)(6) 2025, the patient developed redness and an infection under the sensor patch. On (B)(6) 2025, the patient consulted a physician who prescribed an unspecified oral antibiotic medication.